Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. Litigation alleges discomfort, pain, snapping sensation of the hip, injury, emotional distress, difficulty standing and sitting, lab result showed increased metal ions and severe infection. After review of medical record, patient was revised to address metallosis. Revision notes reported that mild amount of scar was noted and pseudotumor, dark fluid was aspirated. Cup was removed with minimal bone loss. The patient was noted to have some mild subluxation with flexion and osteolysis. Necrotic and lytic debris was debrided. Patient experienced hip sqeak very loud,loss of focus, memory loss, pain while sitting and standing, difficulty ambulating, popping and grinding hip and discomfort. Doi: (B)(6), 2010; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.